Event description:
Power cable on alphaxcel pump shorted electrically and caused scorch marks on both the alpha excel mattress and the bed mattress. Nurses noticed that the alternating mattress was not inflating. Resident was in the bed at the time. The nurse then checked to see if the power was switched on (which it was), then checked to see if any leaks could be found. She then put her hand between the alternating mattress and the standard bed mattress. They noticed that there were marks on the mattresses and damage to the power cord. The resident was removed from the bed, power turned off, and mattress isolated to reduce any potential danger to staff. It appeared that the damaged cord had in fact been responsible for producing scorch marks on both the mattresses (this is supported by photographic evidence). An independent electricians report that was carried out at the request of the facility noted that the fault was caused by the damaged powercord, as no earthing could occur due to an active and neutral conductivity.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjohuntleigh, a branch of arjo ltd med (B)(4). After a photographic review of the related product, it can be confirmed that a malfunction had occurred with the power cord of the pump unit. The product was in use at the time and prior to the failure, the system was operating as intended. When the fault occurred, it caused the mattress to fail to inflate, while at the same time gradually deflating the existing air from the system. Upon noticing that the mattress was not inflating (by the nurse), a visual check of the system was conducted and the power cord was found to have 'shorted' electrically between the alternating overlay mattress and the standard bed mattress. The resident was immediately moved from the bed and power was switched off to the system to isolate any further risk. The appearance of scorch marks on both mattresses suggest that the electrical short circuit was limited to a small area. There was no injury or illness from the incident and the product was quarantined to avoid any further use by the facility. The risk associated to an electrical shortage of the power cord is documented in our product risk analysis file and based on a medium to high severity of harm risk; it was considered reportable to the competent authorities. On analysis of the photographic evidence, it can be established that the area where the power cord was situated (between the mattress layers), the damage to the power cord could not have been caused while in situ and must have been extensively damaged prior to use. It appears (on review) that the power cord has been previously trapped sufficiently enough to almost completely cut through both live and neutral wires creating the risk of short circuit. It is our conclusion that by following our general safety guidelines and recommendations (as noted in the product IFU - 502900en, pg iii, 4, 9 and 10), the risk could have been avoided, in particular the routing of the power cord between the two mattress layers. We warn users to 'never use sharp objects or electrically heated parts on or under the overlag', the power cord would constitute an electricity part, with the potential to heat up. We have been unable to record the serial number of the related unit, however, the alphaxcell system has been an obsolete product since 2008, and therefore, the system is at least 4 years old. There have been 4 events of a similar nature involving the alphaxcell system, all of which were determined to be user error or poor maintenance of product: in 2010, 1000381138-2010-00009 and 1000381138-2010-00013 (detached cable - excessive force applied to unit). In 2011, 1000381138-2010-00004 - poor maintenance (system not checked prior to use); 100381138-2011-00011 - cable entrapment (in between bed mechanism). Of these four previous cases, only two minor injuries occurred (electric shock). In conclusion, based on the photographic evidence gathered we (arjohuntleigh) cannot confirm the extent of the damage to the power cord prior to it's use during this event. However, we do believe that previous damage was apparent prior to use and should have been checked and quarantined, thus preventing any adverse event from occurring.